Event description:
It was reported that during a parotidectomy, a disposable would not stop activating after the first activation. The procedure was completed using another disposable and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device tested good on the generator and was able to be activated by gen11 with rev 2013_1 software with no issues. The continuous activation experienced by the user could not be replicated during the analysis. The device activated and cut the test media as expected. This analysis is not intended to deny the user experienced an issue.